Event description:
It was reported that the device was used during a right colectomy. Post-operatively three days, the pt became septic and died. The pt was explored for reason of sepsis and it appeared to be where the ntlc was used; the staple line broke down at the proximal end. It is unk if the surgeon tried to repair prior to pt expiring. The side to side anastomosis is created by using the ntlc and the tlh90. It is unk if an autopsy will be performed. The devices were discarded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary. The complaint could not be confirmed because, no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information received on 8/24/2010: the pt may have possibly taken high doses of steroids in the past. This may have compromised the tissue.

Event description:
.

Manufacturer narrative:
(B)(4). No additional information was received. (B)(6).